Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to missing retainer. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked ring at reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.